Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Device evaluation: visual analysis of the returned device identified: one extended opening, black particles material was found on the shell and fold creases. A weight test of the device was verified and the device overweight. A microscopic analysis was performed which identified one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the side posterior assessed as unidentified (tear) opening.

Event description:
Physician reported left side rupture of the device. Device was explanted.